Event description:
It was reported that the rv (right ventricular) lead had impedance of greater than 3000 ohms and no capture. The lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.